Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "tissue expander tabs completely popping off. They are not tearing they are popping off the expander entirely. Some were in radiated patients but many were not. It is not the same tab each time, and it is occurring at multiple facilities". This record is for the "radiated" patients. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "tissue expander tabs completely popping off. Not tearing...popping off the expander entirely."

Event description:
Healthcare professional reported "tissue expander tabs completely popping off. They are not tearing they are popping off the expander entirely. Some were in radiated patients but many were not. It is not the same tab each time, and it is occurring at multiple facilities". This record is for the "radiated" patients. The device status is unknown.